Manufacturer narrative:
Patient¿s age was not provided. Approximate age of device ¿ 11 months, 15 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a stroke on (B)(6) 2018 and became unresponsive to commands. The patient had severe hypernatremia, worsening renal function, and leukocytosis. The pump was turned off and the patient expired on (B)(6) 2018. The cause of expiration was reported as stroke.

Manufacturer narrative:
Corrected information. The event was reported by a healthcare professional and a company representative. Device evaluation: a correlation between the device and the reported event could not be conclusively determined. Stroke, renal failure, and bleeding are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.